Event description:
The patient experienced a mild skin infection around the abutment (managed topically and with oral antibiotics) in past years, but no recent infection episodes. The patient opted to have the baha abutment removed (the implant remains in-situ) and be implanted with an osia but on the opposite side.

Manufacturer narrative:
This report is submitted on (B)(6) 2023.